Event description:
The physician contacted lifescan (lfs) on (B)(6) 2012 alleging a lancet issue. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the reporter and sent a letter to obtain further clinical information. The complaint was classified based on the initial call. The reporter wanted to know if anyone has called regarding allergic reaction using the ultrasoft lancing device. The reporter mentioned that a patient came into the ER with a rash from using the lancets and was treated with oral medication for diabetes. It is unclear on what other treatment the patient may have received and whether or not the patient received antibiotics for the rash. It was stated that the date and time of treatment was 1 week. It is unclear whether the patient as admitted for a week or whether a week ago a patient came in to the ER for the rash. It is also unknown what the patient's initial blood glucose reading was in the ER. The lancets are made of (B)(4) and is considered an industry standard for this product. Lifescan (lfs) uses this metal alloy in all the lfs lancets. There is no teflon in the lancets. The complaint is being reported since the physician alleged that due to the rash the patient was treated with oral medication in the ER.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.